Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 months due to prosthetic mitral valve endocarditis with regurgitation. The surgeon indicated that the source of the infection was "likely blood borne from chrome hd catheter." The explanted device was replace with another edwards bioprosthetic valve. Unfortunately, no other details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: due to patient privacy regulations, the health-care provider was not able to release any additional information (e.g. Operative report, discharge summary). Unfortunately, the valve was not returned for analysis; therefore, this reported event could not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. In addition, the surgeon has indicated that the source of the infection was likely from a catheter. No further actions are possible with the available information.

Manufacturer narrative:
A copy of the patient's operative report was received from the health-care provider on (B)(4) 2012. Based on the operative report, the patient had a mitral valve replacement on (B)(6) 2011 for stenotrophomonas endocarditis with a bioprosthesis. The patient initially did well. However, he was noted on a subsequent surveillance echocardiogram to have a valvular vegetation. On a repeat echocardiogram, the vegetation had embolized with no clinical sequelae, and there was severe mitral regurgitation. The surgeon noted that the patient's septum was quite calcified. Upon entry into the left atrium, exposure was difficult. There was immense calcific burden in the posterior annular area. The surgeon used an elevating device to remove the neoendothelium that had grown over the sewing ring. The sutures were removed, and the valve was lifted off the annulus. The calcium in the posterior annulus was debrided with rongeurs. Great care was taken to avoid disruption of the av groove. Although difficult, they were able to expose two of the subvalvular chordae which were excised to level of the papillary muscle. An edwards bioprosthesis valve was seated such that the struts of the avoided the lv outflow tract. Transesophageal echocardiography was performed and noted a 3 mm perivalvular jet in the anterolateral position. The surgeon felt this was unacceptable and therefore elected to re-arrest the heart. Probing found no obvious defect but the surgeon targeted the area consistent with that seen on the echocardiogram and closed it using a 4-0 prolene sutures. This time, on echocardiography there was abolishment of the previously seen perivalvular jet. The valve was well seated.